Event description:
It was reported the patient had two cervical leads implanted for left arm pain and it was noted only the left lead was programmed. In the last month the patient felt stimulation in the wrong location when he moved his neck; he could only feel stimulation in his left arm when he held his neck to the left. The patient could direct stimulation by moving his head; if he held his head back he felt nothing and in another position he felt stimulation down both arms and into his legs. The patient had a fall in the past but the intermittency was occurring before the fall occurred. It was noted the patient's device was working well for 1.5 years before this. Impedances were checked and found to be around 400 ohms, but only reference 0 was checked. An x-ray was performed and the patient's leads had not moved. It was reported the patient noted it happened after he woke up one day. The patient turned his implantable neurostimulator (ins) off and he did not feel any of the symptoms when it was off. It was also reported "they had trouble getting it set." It was reported later the same day all impedance results were between 300-400 ohms. When patient was feeling stimulation the group impedance was 338 ohms and when he was not feeling stimulation the group impedance measured 326 ohms. Additional information received reported the patient was scheduled for a revision on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient was "doing well." It was stated that the stimulation was in the patient's left arm where it was needed, and the stimulation was not moving throughout his body. No further information was provided.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
Codes updated per current guidance documents. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they had a lead revision sometime in 2012, because when they turned their head, their stimulation would move. No further complications were reported or anticipated. The patient was implanted for other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
Other applicable components are: product ID: 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient's weight was updated. No further complications reported.